Event description:
The customer reported via phone call that she had an issue with two leaking reservoirs as she was filling during the high blood glucose troubleshooting. The customer stated the plunger was hard to remove. The customer stated what led to the event was during trouble shooting and had to use two new reservoirs as the plunger was hard to remove and when she was pulling on it, she noticed the leak. The location of the leak was passed the second o-ring. The customer stated there is air bubbles in the reservoir. The customer is unable to return reservoirs for analysis, due to reservoirs being discarded. The customer's blood glucose reading was 412mg/dl. The customer treated high blood glucose with manual injection and insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch 3004209178-2015-53273.